Manufacturer narrative:
(B)(4). Date of initial report: 01/06/2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic oophorectomy and salpingectomy procedure, the device jaws hard to open and close. Another device was opened to continue the procedure. No patient harm reported.

Manufacturer narrative:
(B)(4). Date of follow-up report : 02/05/2016. Two used ls1500 devices were received for evaluation as the customer could not identify which device was returned for the reported condition of the jaws not opening. Visual inspection of the first device found a damaged jaw tip. The second device jaws opened but the knife trigger was so stiff and barely able to use. The reported condition that the jaws did not open and close was confirmed. Inspection found minimal eschar in the jaws of the devices. The investigation found the first instrument damaged as if the tip was used to pry an object or tough tissue. The tip was bent to a 90 degrees angle and scratches were noted on the seal plate. With the second device, the knife cut was tested on a silicone test strip with acceptable results. The latch was opened and closed with no issue. The investigation identified the root cause of the reported event to be the user mishandling the instrument and causing damage to the jaws. The IFU states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed.